Event description:
It was reported while using an unspecified bd vacutainer® trace element blood collection tubes, an unspecified number of incorrect tubes were drawn due to the similar shield/closure on both the serum and edta trace element tube. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Investigation summary: bd received 1 photo for investigation. The visual evaluation of the photo shows tubes from two trace element products. The product was manufactured to the correct specification for both material numbers. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for a product defect. Both tubes in the photo were manufactured to the correct specifications for both tube types. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.